Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when they introduced a 10mm clip for a 12mm liner, while being applied at the "endocipater" step, the trocar's blue membrane, seal and neoprene were damaged. The lens had also disengaged. The trocar membrane fell inside the patient and was retrieved, but caused "surgical time more bleeding". They passed another trocar from a different batch to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was disengaged and not returned. The trocar and cannula appeared intact. The obturator was received inserted into the cannula. Prolonged insertion can cause the duckbill seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.